Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that during a routine follow-up, the device could not be programmed. Attempts to restart the microprocessor and reprogram the device were unsuccessful. Therefore, the device was replaced.